Manufacturer narrative:
B2: the date of the patient's death is unknown. The investigation for the reported access site bleeding has been completed. The product was returned. Per the results of the clinical review and investigation: the root cause was determined to be complete statement with the results of the investigation. It was determined that the cause of the access site bleeding was most likely a lack of vessel recoil onto the repositioning sheath. This is attributed to the patient's condition. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced bleeding at the access site post repositioning sheath placement. A hematoma was also noted. The patient was administered 1 unit of packed red blood cells. The physician noted that they did everything per the best practices with removal of the peel away and replacement of repositioning sheath. The physician also noted that there was not enough recoil of artery on repositioning sheath. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired.